Event description:
It was reported that the pt presented to the clinic after receiving an alert for charge time limit reached. Multiple manual capacitor maintenances were performed and returned valid charge times. The pt will be monitored.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.